Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D1) device name: unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Article: "management of fractures inferior vena cava filters" trerotola and stavropoulos, 2017. Investigation is still in progress.

Event description:
Description of event according to journal article: table 1: the authors of the article encountered 13 fractured celect filters, where they observed 12 "arm" fractures (upper elements) and 8 "leg" fractures (lower elements). (B)(4) (FDA report ref.: 3002808486-2018-01104) and (B)(4) (FDA report ref.: 3002808486-2018-01105) were logged to cover 2 specific events described in the article for celect filter fractures. Table 3: of the 13 fractured celect filters defined in table 1, 3 had filter fragments that embolized to the lungs. The authors observed 2 "arm" fractures (upper elements) and 1 "leg" fracture (lower elements). One of these events, involving a ¿leg¿ fracture was described in more detail and is handled under (B)(4) (FDA report ref.: 3002808486-2018-01105). The authors states that they attempted to remove all 3 filters, but only 1 of the 3 fractured celect filters, with fragments embolized in the lung, was removed successfully. Table 4: of the 13 fractured celect filters defined in table 1, 11 had filter fragments that were retained locally, meaning the ivc wall; outside the ivc; in the renal vein, spine, abdomen, or loose in the filter; and from the ivc into the aorta. The authors observed 9 "arm" fractures (upper elements) and 6 "leg" fractures (lower elements). One of these events, involving 3 ¿leg¿ fractures, was described in more detail and is handled under (B)(4) (FDA report ref.: 3002808486-2018-01105) and another event, involving 2 ¿leg¿ fractures, was also described in more detail and is handled under (B)(4) (FDA report ref.: 3002808486-2018-01104). The authors states that they attempted to remove 8 of the 11 fractured celect filters, with locally retained filter fragments, and all were removed successfully. Table 5: of the 13 fractured celect filters defined in table 1, 1 had a filter fragment that embolized to the heart. They observed 1 "arm" fracture (upper elements). They attempted removal but were not successful. Patient outcome: unknown.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 summary of investigational findings: investigation is based on information provided in the article only. According to the article of the 13 fractured celect filters defined in table 1, 11 had filter fragments that were retained locally, meaning in the ivc wall. (Outside the ivc; in the renal vein, spine, abdomen, or loose in the filter; and from the ivc into the aorta). The authors observed 9 "arm" fractures (upper elements) and 6 "leg" fractures (lower elements). The authors states that they attempted to remove 8 of the 11 fractured celect filters, with locally retained filter fragments, and all were removed successfully. No imaging was provided and based on very limited information provided in the article it would be inappropriate to speculate at what may or may not have caused the celect filters to fracture. However, filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that these celect filters were not manufactured according to specifications and nothing indicates that they did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.